Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a tubing cassette attachment error during testing. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. Downstream occlusion sensor was replaced as preventative measure. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Evaluation codes method:b01 [10] - testing of actual/suspected device c91896. Evaluation codes result:c0201 [4203] - electrical/electronic component problem identified c139489. Evaluation codes conclusion:d15 [4315] - cause not established c139471. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. Downstream occlusion sensor was replaced as preventative measure. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.